Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. A pump log review was performed, and it was found that the customer requested and confirmed multiple boluses leading to the decreased bg. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.